Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting a hawkone directional atherectomy along with non medtronic 7fr sheath, glide wire and 7mm spider fx embolic protection during procedure to treat a moderately calcified lesion in the right mid common iliac artery with 70% stenosis. The vessel is moderately tortuous. The vessel diameter and lesion length are 7mm and 40mm respectively. The vessel was not pre dilated but post dilated. IFU was followed. During withdrawal moderate resistance was encountered and the tip was detached at the hinge pin. It was reported that when catheter was removed, tip was detached and still on spiderfx wire. Physician was able to retrieve it by pulling the filter up to nose cone tip and then removing together with the sheath. A longer 70cm non medtronic sheath was advanced, another hawkone device was used then ended procedure with a drug-coated balloon. There was no issue with the spider fx device, it was removed along with the hawkone and not issue with the cutter driver, no issue with the battery. There was no patient injury reported.

Manufacturer narrative:
Additional information; it is unknown if hinge pins were captured. The device was too dirty to see and it detached within a graft and inter patient also had spinal ties so it was very difficult to visualise on angio. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: hawkone device was returned to medtronic investigation lab for analysis. Ancillary devices were returned; the spider fx and sheath were returned with the hawkone. No cine images returned. The cutter driver was returned attached to the hawkone catheter. There was a bend noted on the catheter shaft beneath the strain relief. Biological debris was noted in the housing. The returned sheath was a 7fr. There was a red, blood-like substance in the sheath tubing. Microscopic examination revealed tearing and bending of the distal tip. The drive shaft and cutter remained attached to the catheter. A piece of suspected pet was noted around the cutter. Microscopic examination revealed no anomalies with the cutter window. The fracture face of the inner coil detachment was successfully located. The spider fx device remained loaded through the returned sheath. The spider fx was also loaded through the distal rotating tip of the hawkone. Multiple kinks were noted along the capture wire. The kinks were located approximately 4.3cm, 5.6, 31.1cm, 37.0cm, and 64.7 proximal to the coiled distal tip. It was noted that the proximal end of the housing guide wire lumen was disengaged. The length of the housing lumen disengagement was approximately 2.3cm. The distal housing had detached from the catheter at the proximal end of the housing where the coils initiate, distal to the anchor pockets. Zipper tearing of the distal portion of the guide wire lumen of the housing assembly. The rotating distal tip lumen remained intact however, the lumen was pulled distally. The proximal end of the housing assembly revealed that the inner coils proximal to the joint were stretched, bent, and a portion was protruding out from the techothane in a proximal direction. No tears or damage was noted to the techothane. Biological debris was noted in the filter basket, no anomalies were noted with the filter assembly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.